Event description:
Medical affairs was unable to get in contact with the pt and sent a letter to obtain more clinical info. The pt called alleging an error 1 message on the meter. The pt's head was hurting and they felt dizzy at the time of testing. The pt contacted emergency services and was treated with IV. There is no info on what the reading was on the paramedic's meter or hospital's meter. The battery was in good condition and the technique used for applying blood on the test strip was correct. The pt retested with customer services and issue was not resolved. Customer service sent the pt a new meter. Based on the info provided, this case is being documented as a malfunction, since the error 1 issue was not resolved.